Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer reported the air bubbles were small in size. Customer's blood glucose was unknown. The customer stated they did not rewind the insulin pump with the reservoir in place to create the air bubbles. Troubleshooting was not completed as the customer did not have air bubbles at the time of the call. It was also found the customer did not store their insulin at room temperature. Customer was advised against this practice. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.